Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change due to faulty interface board. Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm after changing the battery. The customer's blood glucose was 96 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.